Event description:
It was reported that the patient was experiencing discomfort at the ins site. In turn the patient had their ins explanted and replaced on (B)(6) 2018. Therapy has been restored postoperatively.